Manufacturer narrative:
A gas loss alarm occurred. The user used the iab fill key and restarted the pump. Esp personnel explain multiple possible causes for this alarm.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.